Event description:
The patient's glucose levels reached 17 mmol/l while wearing the device between 5 and 24 hours. Investigation of the returned device found that the cannula was bent. The pod had previously been reported for leaking. As treatment, a new pod was applied.

Manufacturer narrative:
No damages were found with the cannula assembly that would result in leaking during wear. A leak test was performed, and no leakages were observed along the entire fluid path. The exposed portion of the soft cannula was found to be kinked. The damage did not prevent fluid from exiting the distal tip of the soft cannula. No signs of leakage were found along the fluid path during the leak test. The cause and timing of this damage is unknown. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: lockdown, omnipod software app version: 3.1.2-p001, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: l2+. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.